Manufacturer narrative:
(B)(4). Date sent: 5/7/2021. Investigation summary: the device used in the procedure was discarded, however two unused sterile devices were returned for evaluation. Visual inspection and functional testing were conducted on the returned sterile devices. Upon visual analysis of the returned devices, it was revealed that these el5ml devices were returned sterile with no apparent damage. The packages were opened and in an attempt to replicate the reported incident, the instruments were tested for functionality. During the analysis, the devices were cycled and the two devices each fed and formed 15 conforming clips. Also, the clips held on test material without any difficulties. The event described could not be confirmed as the sterile sample devices performed without any difficulties noted and no product defects were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch numbers, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. D4: batch#: unk. H2: additional information received: facility does not have the affected device but wants to return two sterile samples from the same lot for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: how many clips were applied during the initial procedure (patient side, specimen side)? Were any clips noticed to be malformed or unformed after firing during the initial procedure? What repair was performed at reoperation? Are there any photos of clips from reoperation? Were the clips found to be strictly fallen-off of the artery at reoperation? What was the shape of the clips that were found to have fallen off at reoperation? Are clips that were found to have fallen off being returned for analysis along with the complaint device?

Event description:
It was reported that following a laparoscopic cholecystectomy, the patient was brought back from the pacu for bleeding. It was discovered the clips had 'fallen off' of the cystic artery. Repair was done and the patient is now fine.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2021. H2: additional information received: it was reported that two proximal and one distal clips were applied by surgeon in initial procedure. No clips were malformed. In reoperation, surgeon packed, removed and oversewed to correct. No photos were available. Clips had fallen off. Clips were perfectly shaped.